Event description:
It was reported that an out of box failure occurred when the cuff would not retain air with one (1) size 7 sct device. There was one (1) pt involved and no harm or injury occurred. The involved device is reportedly available to be returned for eval. As of the date of this report, the MFR has not received the subject device.